Manufacturer narrative:
Insulin pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.